Event description:
It was reported the patient's ipg was protruding through the skin. As a precaution, the physician explanted the patient's scs system. The patient was given IV antibiotics. Cultures were taken and the results were negative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.